Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. Potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ d4 updated model number. To conform to updated procedures, sections d6 & h10 were revised with updated information.

Event description:
The user facility reported a 19-year-old female with cardiomyopathy underwent an attempted impella cp device implant for mechanical circulatory support. The implant procedure was aborted due to the patient¿s cardiac anatomy. The patient was transferred to the cardiothoracic intensive care unit and has been reported to be stable.

Manufacturer narrative:
The impella device has not been returned by the customer, therefore, a device evaluation has not been possible. Upon device return and/or investigation closure, a supplemental MDR will be filed.